Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump alarmed upstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, upstream occlusion was not reproduced due to a reload set. A review of event history log revealed multiple occurrences of upstream occlusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream calibration values are out of specification. The ultrasonic requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.